Event description:
X-ray tech was doing a barium study on a shimadzu ysf-220 r/f table. She had her thumb on top of bucky travel release bar and was moving bucky and table top at same time. Her thumb then became stuck between bucky release lever and bottom of table top, still with patient on table. She had to move the table top back to get her thumb out, which tore her thumb nail off and put a deep cut into her thumb.